Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed the lens was received in three pieces and there was evidence of a clear surgical residue. (B)(4).

Event description:
It was reported that the aq2010v three piece silicone lens tore at the haptic as the surgeon was inserting it in the eye. The lens was cut and removed without any injury to the patient. Another same model lens was implanted. The reporter stated the incident was likely due to a loading error since they were training a new tech. This is the second lens that tore during this patient's surgery. See MFR # 2023826-2013-00871.